Event description:
It was reported that the patient underwent surgery on (B)(6) 2003 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent colonoscopy to cecum with polypectomy x 2 on (B)(6) 2011. It was reported that the patient underwent lavh & lso on (B)(6) 2011.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat urinary incontinence. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced pain, infection, painful intercourse and incontinence. It was reported that the patient underwent hysterectomy in 2012. (B)(4).